Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy for an episode of supra ventricular tachycardia diagnosed by the device as an episode of ventricular tachycardia. Programming changes were recommended. The patient was fine after the event.